Event description:
Device malfunction: difficult to remove closure device. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after an interventional procedure. Resistance was felt during device insertion into the arteriotomy, and after completing step 3 (thumb advancer) the clip was difficult to deploy. After the clip was fired, the device became stuck and could not easily be removed from the arteriotomy. The physician applied counter pressure and forcefully removed the device. Hemostasis was achieved with the clip. There were no adverse pt sequelae. Though requested, no add'l info was available.

Manufacturer narrative:
The clip remains in the pt. The clip applier was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.